Event description:
Rejection of graft.

Manufacturer narrative:
Co has completed its analysis of the gore-tex soft tissue patch specimen removed from your patient. Representative 35 mm slides, illustrating the gross and light microscopic appearance of the submitted sample, are included with the analysis. The soft tissue patch appears unremarkable and is completely covered along both surfaces by firmly adherent, bland, fibrocollagenous tissue. Viable cellular migration is observed in many regions of the interstices with collagen deposition. There is no evidence of sepsis in any of the sections viewed. Bacteria were not identified with gram's stain. There is no evidence of calcification. We reviewed the manufacturing paperwork and verified that all quality specifications were met, including sterility.